Event description:
It was reported that this right atrial (ra) lead dislodged, with it presenting a lack of capture during follow up. The lead had been pulled to superior vena cava, which was confirmed by x-ray imaging. The physician attempted to reposition the lead, but it had already healed in place. The pulse generator was reprogrammed to take into account the new lead position. No additional adverse patient effects were reported.